Event description:
It was reported that a piece of the sheath introducer broke off during use. The user stated the sheath, "was very snug in vessel and when doctor went to remove sheath end broke off and no end remained outside the vessel to retract or grab sheath." The broken part remained inside the patient and was not explanted. There was no report of patient sequela.

Manufacturer narrative:
The site provided the information to medtronic on (B)(4) 2012. Medtronic notified ge healthcare on (B)(4) 2012. As the lot number of the device is unknown, the manufacturer date cannot be determined. If additional information becomes available, a follow-up MDR will be submitted.